Manufacturer narrative:
Exemption number e2015058. On return the device would not connect to the pc via the usb. This was due to corrosion on the contact collars, these were therefore cleaned using isopropanol alcohol. The device history and memory logs were downloaded. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to the(B)(6) 2015. The device records several self-test fails due to a low battery between the (B)(6) 2015 and (B)(6) 2015 and then between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device cycled through the expected prompts. A low battery warning was given on shutdown and status led flashed red. A test pad-pak was inserted with the same outcome. Investigation found the reported fault can be attributed to failure of the pogo pins due to exposure to adverse conditions. On return the device pogo pins were found to be heavily corroded. This would have caused the device service required prompt as the corrosion resulted in low battery warnings with a good pad-pak installed and intermittent failure of the device to power on during the investigation.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.